Event description:
Nurse called and asked if b000-0240 was a stryker product. She said she had been asked to gather information due to an insurance claim. A patient, who had hip surgery in 2006, and had resurgery in 2008 claims, according to nurse, that the surgery had caused him/her pain. B000-0240 had been used during surgery, according to nurse. Nurse also said that the other implants that was used were from another manufacturer. Nurse didn't have any further information.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, then it will be submitted in a supplemental report.